Event description:
A malfunction was reported with the pump, identified by the malfunction code malf 16 and fault ID 0x20e6. There was no adverse impact on the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump with updated software. They instructed the caller to return the faulty pump using a pre-paid ups label, place the pump in storage mode, and ensure it was returned within 10 days to avoid charges. The customer was informed that they needed to program their settings and connect their cgm to the new pump. Customer reverted to an alternative method of insulin therapy.